Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). A loss of therapeutic effect was reported by the contact. The caller stated that the patient complained to them a loss of stimulation starting two weeks ago. The patient met the caller that day of the call and the caller stated that they used the patient¿s programmer to connect to the ins and they saw a power on reset (por) message. Technical services reviewed the meaning of a por, how it occurred how, how to resolve it and also reviewed that when the por occurs the stimulation is no longer provided. The caller noted the patient had left the office and that their office did not have a clinician programmer. Technical services provided the national answering service (nas) number to reach a manufacturer representative (rep) in order to clear the power on reset. There were no further complications reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they had been having trouble peeing so they catheterized themselves and had 1000 cc's. They tried to connect to t heir ins and saw poor communication and then por after having a family member help them position the programmer. It was noted they had a teleconference scheduled with a healthcare provider on (B)(6) 2020. No further complications were reported or anticipated.

Event description:
Additional information was received. The patient reported that they went to their doctor for the por message and a replacement was scheduled for june 1st.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.